Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their pump replaced three weeks prior. The pump was interrogated and it was believed there was a pump memory error; the pump and catheter data was invalid. It was indicated they could not do anything with the pump until it was updated. It was later reported the software card was changed in the programmer. The patient was following up with hcp (B)(6) 2013. It was later reported the old version of the 8870 was aag.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, product type: software . (B)(4).